Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a hemicolectomy, the jaws of the device could not be reopened while applied to tissue. To remove the device from the tissue, the surgeon resected the tissue directly adjacent to the jaws of the device. There was a small amount of blood loss and additional operating time. A new device of the same type was opened to complete the case. There was no harm to the patient.